Manufacturer narrative:
The affected product was not returned for investigation. Based on statistical evaluation no indication was found for any device related issue. The complaint is added to the complaint trend. Potential root causes for intra-operative screw fractures are torsional and/or bending overload condition due to: improper pilot hole (not deep enough, oblique, eccentric); inadequate screwdriver/screw head connection (not aligned in the vertical direction, inadequate axial alignment and contact); inadequate sensitive tightening of the screw during insertion.

Event description:
A surgeon was lightly screwing a 2.0x14mm bone screw into the inferior border of the mandible and the head sheared off. It looked like just the head and about 1-2mm of thread remained.